Event description:
Per the audiologist, the parents of the patient reported the patient was not hearing well with the cochlear implant system. Results of an integrity test done in 2007 were consistent with normal receiver/stimulator function with two short circuit electrodes and multiple electrode anomalies. The patient's device was explanted on six months later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.